Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had been having a lot of problems since this has been installed. Patient stated they have gone to their dr a couple times and now they are telling pt to call patient services (ps). Pt stated they "have a lot of nerve pain around it" and stated they are dealing with that by taking an antidepressant that is helping a little. Pt reported the other problem is that they were on program 2 and they were having problems with burning so pt stated they went to the dr and they changed the setting. Pt reported at night they don't understand what is going on as they start getting severe cramping in their lower left abdomen and groin that goes all the way down their leg to their foot (pt stated implant is on "left butt cheek"). Pt stated one night a couple of their toes were completely curled down and stated that was the first time they turned it off. Pt stated they were like "what the hell is happening to my leg with my nerves". Pt stated turning therapy off helped and they did not turn therapy back on until the morning. Pt reported program 5 was bad in the office and at first it seemed ok. Pt stated they don't understand all the programs and inquired about what program they are currently on. Pt stated they have had to turn implant off at night like the last 3 nights and turn on in the morning but they are told that is not good and to just keep it at a low setting. Pt stated with trial they went off all bladder meds (3-4 bladder meds). Pt reported once it was implanted and they got over the fact that they had to "lay on the thing while I healed" and inquired why it has to be in the butt as it hurts them because theyare laying on it and pt stated they "don't have a butt". Pt later stated that the trial was great other than "the thing being uncomfortable healing". Reviewed role of patient services and redirected pt to their healthcare provider to discuss symptoms and therapy. Reviewed process for pt's hcp to contact a rep. Provided pt with nas phone number to request rep. Reviewed role of rep. Pt stated they were at dr's office on friday and they changed pt from program 2 to program 5 (that was not good) to program 1. Pt stated therapy is only at .4 and they have been told to turn it down. Pt stated last night they had to turn it down to all the way off. Pt stated they feel like [manufacturer] does not care now that pt has permanent implant. When agent asked for event date of all issues reported above, pt stated they have "like 7 diseases I'm taking care of" and more than probably 8 doctors so pt stated their days run into each other so they don't know. Pt stated they don't even remember when implant was put in. Unrelated medical information: pt mentioned they have a migraine. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Please note, agent had a difficult time following pt throughout call and made best attempt to document all relevant event information. Additional information was received from the patient. They reported that patient called back and inquired about grounding mat compatibility. Agent reviewed information. Patient mentioned nerve pain as previously mentioned and said they are trying to do everything to "keep this thing in my butt". Agent again reviewed compatibility information and redirected to product manufacturer and hcp. Additional information was received from the patient. It was reported that the patient(pt) mentioned that they had extreme nerve pain where implant and lead was implanted. The pt said that due to the location of device they had to lay on the device so they couldn't avoid laying on device like hcp had suggested when pt told hcp about pain at implant/lead site.